Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary urge incontinence and urinary/bowel dysfunction. It was reported that they had a car accident last sunday, and since then they started peeing themselves and they could not hold their pee. The patient stated that they would change their sheets and would notice feces which they did not recall having. The agent reviewed interstim optimization. The patient increased the stimulation on program 3 and felt the stimulation too strong on their back. Patient switched to program 4 and adjusted their stimulation to a comfortable level. The patient confirmed feeling the stimulation around their bicycle seat area. The patient stated they already tried the other programs prior to the accident and program 3 worked best for them so they did not know why it was not working after the accident. The patient stated they were currently in the hospital and they had a CT scan and it looked like the ins was in place. The patient also mentioned having an MRI and they were able to put the ins into MRI mode. The agent reviewed and redirected patient to their healthcare provider (hcp). The patient will remain on current settings and monitor their symptoms. The patient will also reach out to their hcp to have the ins checked. Additional information was received from the patient on 2026-may-27. The patient called back and mentioned previously reported information regarding their symptoms. The patient added that since their car accident, they didn't have control over their urination. The patient wanted to know if there was anything else that could be done other than checking each program. The agent reviewed the possibility of electromagnetic interference (emi) and redirected the patient to their healthcare provider (hcp) to further address the issue. The agent also reviewed role of the manufacturer representative (rep) and provided national answering service (nas) phone number. The patient called back on (B)(6) 2026 and said that their nurse was trying to request a rep for the last three days with no response. The patient put the nurse on the line. The nurse was transferred to nas. The agent sent a message to the field for visibility. A rep replied the same day stating that they called back several times but they were put on hold and then they hung up. The patient called back later the same day regarding the same issues. The patient put the nurse on the line, the nurse was transferred to nas, and the agent sent a message to the field for visibility.